Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an erosion of the ureter. The aus was explanted to reduce the risk of infection, and precautionary measures were taken; an ablation of the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.